Event description:
It was reported via repair work order that both side rails are not latching due to broken spindle spacers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.